Manufacturer narrative:
On (B)(6) 2021, the returned autopulse platform (sn (B)(4)) was serviced for preventive maintenance (pm). The autopulse platform passed initial functional testing without any fault or error. However, the platform failed the load cell characterization test. The root cause for the observed failure was due to defective load cell modules 1 and 2, likely due to a mishandling such as a drop or a defective component. Visual inspection revealed a slightly bent battery lock. The observed physical damage was appeared to be the characteristics of user mishandling. The battery lock needs to be adjusted to address the observed issue. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed the load cell characterization test as load cells modules 1 and 2 exceeded normal parameters. The load cells need to be replaced to address the observed failure. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During preventive maintenance on (B)(6) 2021, the autopulse platform (sn (B)(4)) failed the load cell characterization test. No patient involvement.